Manufacturer narrative:
The reporter's meter was requested but was not received. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter could not confirm or exclude the patient had apas or lupus. Product labeling states: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method." Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged a patient had experienced a stroke while being monitored with coaguchek xs meter serial number (B)(4). The reporter alleged that in (B)(6) 2021, the patient reportedly experienced a stroke, and hospitalization was required. The exact date of the alleged stroke was requested but not provided. The patient reportedly had a computerized tomography (CT) scan. No other information was provided. Examples of additional information requested but not provided at this time include: the type of stroke (i.e. Hemorrhagic or thromboembolic), treatment received, inrs on the meter before or near the event, meter to laboratory comparison inr results before or near the event, the laboratory method used. The patient¿s reported therapeutic range is 3.5-3.7 inr and her reported testing frequency is "close to weekly".